Manufacturer narrative:
Insulin pump was received unable to prime during the prime test due to a loose drive support disk. However, all buttons responded properly and no button error alarm was observed during testing. A cracked case, broken belt clip slot, scratched lcd window and missing end cap sticker noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on his insulin pump that he could not clear. Customer's blood glucose was 300 mg/dl, but now it is 146 mg/dl. He treated the high with a manual injection. Customer is now using an old insulin pump. He stated that last night the numbers were scrolling during a bolus delivery. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.